Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a rotator cuff repair surgery, the healicoil knotless anchor did not sound the audible click once the internal plug was deployed. The black knob came to a positive stop after several turns, but did not click. The procedure was successfully completed without surgical delay using a smith and nephew back up device. The implant was not taken out of the patient. No further complications were reported.

Event description:
It was reported that during a rotator cuff repair surgery, the healicoil knotless anchor did not sound the audible click once the internal plug was deployed. The black knob came to a positive stop after several turns but did not click. The procedure was successfully completed without surgical delay using the same device. The implant was not taken out of the patient. No further complications were reported.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Confirmation was received that the device experienced some difficulty during deployment at the intended location. However, the device ultimately functioned as intended, and the procedure was successfully completed using the same device. No additional intervention was required, and there was no risk or harm to the patient. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.